Event description:
It was reported that after an interventional procedure, an angio-seal device was deployed successfully following a pre-placement angiogram. The patient has been given reopro. Five minutes post deployment the patient experienced shock; nausea, vomiting, hypotensive and unresponsiveness. The user suspected a retroperitoneal bleed and the patient was transferred emergently for surgical exploration and repair of the retroperitoneal hematoma. Surgery revealed the punture was located in the common femoral artery, below the inguinal ligament, however, the surgeon was unable to locate the angio-seal device in both the puncture tract and the artery. The pt was discharged for rehabilitation.